Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level due to recent settings adjustments. Bg was "high" per continuous glucose monitor readings and was addressed by delivering a larger bolus and changing out infusion set and cartridge twice. Tandem technical support advised customer to consult their healthcare provider regarding settings adjustments.